Manufacturer narrative:
Caller does not know which device was used with strips to produce result.

Event description:
Caller states the patient tested 2.2 inr on the coaguchek xs system and 1.7 inr on a comparison lab. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.